Manufacturer narrative:
The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is likely material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, the doctor was removing the microtip from the patient to do one last "tap tap" of an area and he felt the needle start to pull out of the microtip. The doctor quickly stuck his finger into the incision to stop the needle from being sucked into the body. He was able to retrieve the needle using his fingers. The failure occurred at the end of the procedure. Another microtip was not used. Per the complaint reporter, the doctor stated that he felt as if the incision made into the body area wasn't large enough and the body was sucking in the needle causing it to break free. There was no harm, injury or complication to the patient caused by the failure.